Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns pt was scheduled to have their generator replaced for end of battery life so no preoperative diagnostics could be performed. No preoperative x-rays were taken. When the surgeon pulled the generator out of the pocket, he noticed there was significant fluid build-up in the lead. A new model 103 generator was connected to the existing leads. The first system diagnostic test yielded lead impedance of 7677 ohms. The pin was re-inserted and a second test showed lead impedance of 7566 ohms. The surgeon then proceeded to replace the lead. The surgeon did not note a lead break when removing the leads, just the fluid build-up. The explanted lead is at the MFR pending completion of product analysis.